Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad traces. There was no button error alarm during testing. The device was received with a cracked reservoir tube lip, a scratched lcd window, a missing end cap sticker, a scratched case, and cracked battery tube threads note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 87 mg/dl. Troubleshooting was not performed. The device was returned for analysis.